Event description:
Patient's representative reported left side "material leaking from the implants and subsequent lump formation in the breast area." Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient's representative reported left side "material leaking from the implants and subsequent lump formation in the breast area." Device remains implanted.

Event description:
Healthcare professional later reported swollen lymph nodes.

Manufacturer narrative:
Reason for reoperation: lymphadenopathy.